Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had an air bubble in the reservoir of around a quarter of an inch. Customer stated that he filled the reservoir and put it in the insulin pump and he has done it twice and the bubble did not go away. Customer stated the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. Customer was advised to disconnect at quick release and perform a 5 unit fixed prime until air bubble is no longer visible and repeat as necessary. Customer stated that the air bubble is not in the reservoir and he programmed another cannula fill to clear the tubing of the air bubbles. Customer stated that the bubble in the reservoir was happened while he was filling the reservoir because he pulled the plunger and the insulin vial was on its side and he pulled air into the reservoir. The customer stated that the issue was resolved. Blood glucose value is 115 mg/dl. Nothing further reported.